Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2024. During the procedure, the clip was opened for wound closure; however, the clip disengaged from the catheter before deployment. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported due to this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2: additional information: block b5 (describe event or problem), e1 (initial reporter first name), e3 (occupation), and h11 (additional MFR narrative) have been updated based on the additional information received on july 22, 2024. Block b5 has been updated to report that the anatomy location was in the transverse colon deeming this a non-reportable scenario for clip premature deployment.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2024. During the procedure, the clip was opened for wound closure; however, the clip disengaged from the catheter before deployment. The procedure was completed with another resolution 360 ultra clip. There were no patient complications have been reported due to this event. No further information has been obtained despite good faith efforts. Additional information received on july 22, 2024: it was confirmed that the device was used in the transverse colon during a colonoscopy procedure. Note: the complainant reported that the device was used in a retroflexed anatomy. However, according to the instructions for use (IFU), "passage of the resolution 360 ultra clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."